Event description:
A consumer reported that the airfloss pro nozzle broke into pieces during use. A possible choking hazard was identified. No injury or medical intervention was reported.

Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. The complaint was received from a consumer in japan. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer